Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were three small holes near the muffler below the hose ring and the hose muffler housing. Therefore, the reported condition was confirmed. It was determined that this was consistent with the damage caused by the assembly tool at manufacturing. This issue has been escalated to CAPA. It was further determined that the muffler tube inside the muffler was loose rendering the unit unable to be pre-tested. It was observed that the threads had small residue of worn loctite indicative of normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgical procedure, it was observed that the motor device had a hole in the hose. There was no delay to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.